Event description:
The customer reported that while the unit was in used on a pt, the display became erratic and the intra aortic balloon did not inflate. The pt was switched to another unit and therapy was continued. No pt injury was reported.